Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 16dec2018. The touchscreen assembly was received at philips for evaluation. A visual inspection of the touchscreen revealed scratches on the top and bottom of the left side of the screen. The touchscreen was tested and failed the calibration. The reported condition was verified. The failure was caused by physical damage to the screen.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. The field service engineer (fse) evaluated the device onsite and the touchscreen could not be calibrated. The touchscreen assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned for patient use.

Event description:
The customer reported that the ventilator was alarming and could not be silence or reset the alarm. The customer went to touch screen diagnostic and found that the touch was off by about an inch. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.